Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in (B)(6) on 23-oct-2013. It describes the occurrence of pregnancy, device ineffective, and device coil out of tuba in a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. No information was given on patient's history, past drugs, concurrent conditions or concomitant medication. In (B)(6) 2012 the patient had essure (fallopian tube occlusion insert) inserted. Physician reported that patient had an uncomplicated insertion of essure on (B)(6) 2012. Echo was made 3 months after insertion and essure was inserted correctly. Last week pregnancy was diagnosed. Patient did not want any more children and pregnancy was aborted. Hysteroscopy was performed and showed that coil was out of tuba. Reporter causality was not reported. Follow up information received on 18-nov-2013 from physician: reporter stated that patient is (B)(6), pregnancy was confirmed by pregnancy test and echo (in (B)(6) 2013) and that essure will not be removed. Reporter did not want to give more information. Ptc investigation result was received on 31-jan-2014. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in (B)(4), "processing essure cases in dev@com." Medical assessment: the event reported are known possible undesirable events and not indicative of a quality defect per se. Contraceptive failure may occur under the use of any contraceptive. No complaint sample was provided for further technical investigation. No batch number was reported. Without this information neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The technical investigation concluded unconfirmed quality defect. In summary, based on the available information there is no reason to suspect quality defect. Information received on 02-apr-2014: reporter type was changed to study. This case is a clinical study case report received from an investigator from (B)(6) on 19-mar-2012 which refers to a (B)(6) female patient who had fallopian tube occlusion insert (fallopian tube occlusion insert) implanted. The patient's medical history included gravida 3 and parity 2. Information received on 04-sep-2015: lot number was 846831. According to surgery report, on (B)(6) 2013 patient undergone an uncomplicated laparoscopic sterilization. Left coil was sitting in the ovary and could not be removed. On the right utero-tubal-junction, essure has perforated through the uterotubal junction and was sticking out 2-3 cm and coil could not be removed. Physician decided leave both devices where they were sit giving the risk of bleeding and the lack of symptoms. Follow-up information received on 14-dec-2015 and on 21-dec-2015: pregnancy start date was reported as (B)(6) 2013. This event was considered serious by the investigator since it led to hospitalization. On (B)(6) 2013 termination of pregnancy by vacuum curettage was performed. Patient recovered with treatment. Investigator assessed the event as severe and definitely related to essure. Case upgraded to incident since hospitalization was reported. Case (B)(4) was identified as duplicate of this case and was deleted. All information was transferred to this case. Follow up information received on 21-dec-2015: in 2012 patient experienced left fallopian tube perforation and right utero-tubal junction perforation. Events were severe and led to hospitalization. Events were ongoing and outcome was permanent damage. No treatment received. Case (B)(4) was identified as duplicate of this case and was deleted. Follow-up information received on 04-jan-2016 with additional information on 05-jan-2016: the patient was not hospitalized. Urine pregnancy test was performed on (B)(6) 2012 and was negative. The last menstrual period before insertion was on (B)(6) 2012. The patient did not receive hormonal manipulation to promote atrophic or proliferate endometrium prior to placement procedure, but she received naproxen. No anesthesia was applied. The procedure took 4 minutes. Both tubal ostium were visualized. Left and right tube trailing length was 4 coils. The perforation was identified on (B)(6) 2013 during the laparoscopic sterilization and abortion procedures. The essure devices were not removed. Follow up information received on 12-jan-2016 the patient has as medical history curettage after a spontaneous abortion and two manual placenta removals. She did not experience pain or bleeding as symptoms from the perforation. Follow-up information received on 21-dec-2015. No new clinical information. Ptc investigation result received on 27-jan-2016. (B)(4). Final assessment. Lot number 846831 (production date mar-2011; expiration date: mar-2014). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment based on the available information no product quality defect was identified. Moreover, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Therefore, there is no reason to suspect a causal relationship between reported medical events, the reported lack of efficacy and quality defect. No further ae case reports have been received to date in relation to the reported batch. Correction on 12-apr-2016 following reconciliation with study database: the event pregnancy was amended to serious (medically significant) according to investigator's assessment. Correction on 11-jul-2016 following reconciliation with study database: the event term was "device coil out of tuba" was deleted. Correction on 23-nov-2016 following reconciliation with study database: the outcome for pregnancy was updated to recovered (with treatment). Follow-up received on 13-aug-2018 from investigator: subject was hospitalized due to the serious adverse events pregnancy, left fallopian tube perforation and perforation, right utero-tubal junction (this case was upgraded to incident). Moreover, termination of pregnancy by vacuum curettage was reported as non-drug treatment for the event pregnancy. No further information was provided. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.